Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges heart issues, headache and coughing. Medical intervention was surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging feeling lightheaded/dizzy while using the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged heart issues, headache, coughing and feeling lightheaded/dizzy. There was no medical intervention required by the patient.the reported heart issues, headache, coughing and feeling lightheaded/dizzy,and chemo and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged heart issues, headache, coughing and feeling lightheaded/dizzy and chemo. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, unable to confirm the presence of degraded sound abatement foam. In secondary findings, dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port. A brown unknown contamination was also observed at this location. Observed a slight unknown white crusty type of contamination at the air input of the blower box at the filter area. Observed an unknown brown contamination on the top enclosure under the right-side accessory door. Fibrous contamination was also observed in this area. Observed a fine white (dust like) contamination on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake. Observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of dust-like contamination, inconsistent with degraded sound abatement foam, on/in the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. In this report, sections d9, g3, h3, and h6 have been updated.